Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed out during user interaction. There was no reported impact to the customer's blood glucose level. At the time of the report with tandem technical support the touch screen was functioning as intended; therefore customer continued to use the pump for insulin therapy.